Event description:
It was reported that the patient presented in-clinic for a generator change procedure as previously upon interrogation it was noted that the pacemaker and the right-ventricular (rv) lead exhibited high pacing impedance. As a resolution the pacemaker was explanted and replaced. No intervention was performed for the rv lead and the rv lead remained implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Functional tests were performed and no issues or anomalies were noted. Device was also tested with various loads connected to the device and showed that values measured were within specifications. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage and within expected longevity. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.